Event description:
It was reported the rate decreased to fifty beats per minute (bpm). It was later reported by the patient that "cardiologist's office has been trying to get [device] to work properly with minimal success." It was also reported the device is drawing more power from the battery than normal and pulse drops as low as 25 (bpm). The patient reported the device "just shuts down; completely off" and the physician's office "turns [device] back on again." Patient also reports the lead "is not functioning properly." Follow up with the physician's office disclosed there was a report of intermittent loss of capture observed during a stress test and the patient was also noted the be in atrial fibrillation. The auto capture management function was turned off. There was no indication of device turning off or patient's heart rate dropping. There was no indication of device not functioning normally. The device and lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The patient further reported that the battery longevity is shorter than anticipated and also expressed dissatisfaction with the amount of information being provided after device checks. No patient complications have been reported as a result of this event.

Event description:
It was reported the rate decreased to fifty beats per minute (bpm). It was later reported by the patient that "cardiologist's office has been trying to get [device] to work properly with minimal success." It was also reported the device is drawing more power from the battery than normal and pulse drops as low as 25 (bpm). The patient reported the device "just shuts down; completely off" and the physician's office "turns [device] back on again." Patient also reports the lead "is not functioning properly." Follow up with the physician's office disclosed there was a report of intermittent loss of capture observed during a stress test and the patient was also noted the be in atrial fibrillation. The auto capture management function was turned off. There was no indication of device turning off or patient's heart rate dropping. There was no indication of device not functioning normally. The device and lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Event description:
It was reported the rate decreased to fifty beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.